Event description:
The electric signal measured by the right ventricular lead was very small. The physician stated it was not adequate for sensing any lethal arrhythmia and therefore needed to be replaced.